Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed in the pump supplies. Customer declined follow up from tandem technical support. There was no adverse impact to customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.